Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was a malfunctioning intrathecal pump and possibly infected. She was admitted to the hospital for acute sickness and she was found to have staphylococcus bacteria. The exact locus and source of infection was not clearly identified and they were asked to explant the pump and catheter for as they may have been possible the source of her infection. During explant, they noticed that the ¿pump had clear fluid.¿ the fluid was sent for culture. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported the patient¿s whole system was removed due to infection. The patient on longer had the device system. The explant date was not reported. The call was regarding updating the patient¿s record. No further complications were reported.